Event description:
Rptr indicated that the site's dell handheld computer screen was frozen. The rptr could not remember at which point the screen became frozen, but the event resolved when the battery was removed.